Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) could not be turned on. There was no patient involved and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: d2a. (Common device name).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate and replaced the solenoid drive board due to it failing. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient, the cs100 intra-aortic balloon pump (iabp) could not be turned on. There was no patient involved and no adverse event reported.